Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported failure. We observed a circumferential rupture on the balloon. We observed about 5 mm of the balloon piece at the middle was missing. Based on our device evaluation, it is likely that the balloon of this catheter was either over-inflated or the balloon came in contact with a sharp object during inflation process and led to balloon rupture during pre-use check. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Hence, we consider this to be an isolated incident. Device did not come in contact with patient.

Event description:
During pre-use check, the balloon of an over-the-wire embolectomy catheter burst when surgeon attempted to inflate the balloon with saline. Device did not come in contact with the patient.